Manufacturer narrative:
The complaint of premature deflation of the fastrac internal bolster is unconfirmed. Upon receipt of the complaint sample at bas, a tactile examination showed the internal bolster to be completely inflated. Confirmation that the white adhesive inner lumen plug was placed proximal to the traction removal site and that the internal bolster is occupied with air was performed during decontamination and upon further evaluation. Testing of leakage in the air conduit and internal bolster was performed by first cutting, the feeding tube at the traction removal site. Next, a blunt connector was inserted into the proximal end of the air conduit. A 12 cc syringe filled with water was then attached to the connector. The air conduit was then infused with water. Water was seen filling the internal bolster. No leaks were seen emanating from the surface of the internal bolster or along the path of the air conduit.

Event description:
Premature deflation of the internal bolster which was confirmed through an endoscope. The indwelling period was 2 days.